Manufacturer narrative:
2 opened blisters, 1 lens case, 2 sealed mpk, and 10 sealed blisters were received for evaluation. Opened blisters contain no lenses. Lens case contains 2 lenses. The parameters of two lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a contact lens sales shop contacted our (B)(6) affiliate to report that the patient (pt) consulted the prescribing eye care professional (ecp). On (B)(6) 2015, the pt had stinging sensation and discomfort od when inserting 1-day (B)(6) contact lens od. The pt had pain, redness and eye tearing od after cl removal at night. On (B)(6) 2015, the pt consulted the prescribing ecp at an eye clinic. The pt reported that he/she was diagnosed with staining od. The pt reported that he/she was instructed to return for follow-up on (B)(6) 2015. The pt was prescribed medication, whose name is unknown. The pt has redness and pain od at the moment. On (B)(6) 2015, the pt returned to the ecp for a follow-up visit and the pt reports that he/she was told that the od appeared "white-tinged". The pt was instructed to discontinue cl wear with no specified period of time. The pt was instructed to return for follow-up on (B)(6) 2015. The pt was prescribed medication, whose name is unknown. On (B)(6) 2015, the ecp's office was contacted for additional information and the ecp provided the following information: "the pt initially complained of stinging sensation od when cl insertion and severe pain after cl removal. The pt was seen at the clinic on (B)(6) 2015. The pt was diagnosed with corneal infiltrate and iritis od. There was no problem in os. The infiltrate was formed 2 to 3 mm in a belt-like shape and was located between 10 o'clock and 11 o'clock at the peripheral part of the cornea. There was no abnormality in the pt's pupil, the central part of the cornea. At the initial visit, the pt's va could not be measured because the pt had pain. On (B)(6) 2015, the pt's va was measured and found to be normal, but the pt complained of cloudy vision. The pt was prescribed barbexaclone eye drops qid and levofloxacin eye drops qid. The pt has been instructed to continue to apply the eye drops since the first visit. The pt has been instructed to discontinue cl wear. At the moment, the pt has corneal opacity. The inflammatory cells in the iris have resolved. The pt will return to the clinic today. The pt has requested to be seen for follow-up treatments at a hospital where the pt works, and the ecp will give the pt a referral form today. No cultures were performed. The ecp presumes that the infiltrate resulted from allergic reaction rather than infection because no epithelial defects were found. The ecp has determined that the causal relationship with cl cannot be ruled out because it is unknown whether there was a problem with cl or with the pt's eye. The pt is not an irresponsible person. The pt has not experienced cl-related trouble before. The ecp thinks that there was something wrong with the cl because the pt had stinging sensation upon cl insertion, but the pt had no problem with cls with the same power or from the same multipack. The ecp has determined that this event is not serious because it did not result in inpatient treatment or loss of vision but that it is not mild because the pt has not yet fully recovered and the pt still has subjective symptom. " on (B)(6) 2015, the eye clinic was contacted for a medical interview. The office clerk provided additional information based on the pt medical records as follows: on (B)(6) 2015, the pt did not return to the clinic. On (B)(6) 2015, the pt returned to the clinic. The pt stated that the pt had difficulty in seeing things with od. The ecp referred the pt to the hospital. Barbexaclone eye drops were discontinued. Levofloxacin eye drops qid were continued. Flumethasone eye drops qid were added. The office clerk stated that it was unknown whether or not the pt's od condition was improved. On (B)(6) 2015, a consent form was sent to the pt to collect additional information. No additional information has been received to date. A lot history review was performed for lot # 5047500452 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Two open blisters and one lens case was returned. The open blisters contain no lenses, unable to evaluate. The parameters of two lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.